Event description:
Subsequent to the initially filed report, the following information was received: a cuff separation was found during evaluation of the returned device. Follow-up with the account confirmed that the cuff separation was not noted upon device removal. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on observations from the returned analysis it appears there was either a posterior needle to cuff miss followed by a material separation of the link during step 3, or there was a bilateral cuff miss and the account manipulated the device post procedure separating the anterior cuff. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coil interventional procedure with a small bore sheath. Reportedly, the suture was not present when the plunger was pulled back. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.